Event description:
It was reported to boston scientific corporation that a rigiflex ii dilatation balloon was used in the esophagus during an achalasia dilatation procedure performed on (B)(6) 2022. During preparation, the balloon burst. The procedure was completed with another rigiflex ii dilatation balloon. There were no patient complications reported as a result of this event. The patient condition was reported to be fine.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a device analysis of could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.